Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she experienced high blood glucose levels. The reported blood glucose reading was 246 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the insulin pump failed the prime test twice. Advised that the insulin pump would be replaced. Nothing further was reported.